Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced inflammation during pd therapy. The cause of the event was not reported. The patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report the patient was not medically diagnosed and was not recovered from the event. Hospitalization was ongoing. Action with pd therapy was not reported. No additional information is available.